Manufacturer narrative:
This report is associated with (B)(4), new poligrip sa. New poligrip sa is marketed as super poligrip cream in the us.

Event description:
Aspiration [aspiration]. Case description: this case was reported by a consumer via call center representative and described the occurrence of aspiration in a female patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, unknown after starting new poligrip sa, the patient experienced aspiration (serious criteria gsk medically significant). On an unknown date, the outcome of the aspiration was unknown. It was unknown if the reporter considered the aspiration to be related to new poligrip sa. [Clinical course] the patient could eat, but poligrip had entered her trachea just for one time. She had no apparent abnormality at the moment.